Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim it was reported by customer that volume leftover at end of infusion.

Manufacturer narrative:
It was reported by customer that volume leftover at end of infusion. One photo was received for quality evaluation. The photo received shows an infusion bag that has not been fully emptied. Although the photo shows that the infusion bag is not completely empty, the customer complaint of flow issues could not be confirmed because it cannot be determined if the issue lies with the medication bag, the infusion tubing or the infusion pump. A root cause of the failure could not be determined because a physical sample was not submitted. A device history record review could not be performed because the lot number is unknown.

Event description:
Material # unknown and batch # unknown. It was reported by customer that volume leftover at end of infusion. Verbatim: rcc received a complaint via email. Under infusion: trastuzumab baxter pre-filled IV bag vtbi with overfill 293ml. At 586ml/hr. Duration 30 min. Little air observed in IV bag. Regular tubing. A. Volume leftover when the infusion should have ended. Nurse added an additional 20ml to empty the IV bag. After the additional 20ml completed, the line was dry below the drip chamber. Back primed per usual process for flush. B. The walls of the IV bag were not difficult to pry apart and there was a small amount of air observed in the IV bag at completion.